Event description:
Prior to the implant procedure, the right ventricular (rv) lead helix was unable to be retracted. The event was resolved by replacing the rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was not confirmed. As received, a complete lead was returned in one piece with the helix retracted in the helix region. Applying the torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured to be within specification.